Event description:
A (B)(6) female patient called zoll customer support to report that her electrode belt connector was damaged. The patient was issued a replacement electrode belt and monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. A pin in the trunk cable connector was bent, preventing the electrode belt from connecting to a monitor. The root cause for the bent pin could not be positively identified but was likely excessive force. Electrode belt sn: (B)(4); monitor sn: (B)(4) - 01/01/2011. Device evaluation of monitor sn: (B)(4) was completed. The reported problem (damaged connector) was confirmed. As received, the monitor would not power on and the monitor's electrode belt connector was broken. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board sn: (B)(4). The flash memory had an intermittent connection, which was discovered through the use of a target memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. The root cause for the broken connector could not be positively identified but was likely excessive force. No adverse event resulted from the defective monitor and belt the patient received a replacement electrode belt and a replacement monitor.